Event description:
Received information that an unspecified malfunction occurred. There as no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.